Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022696 , test base part number 190-430 / lot 1022696. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022696 showed that the complaint rate is(B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay. Although requested,no additional patient information, including treatment and outcome, was provided.